Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in june2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized and was treated with unspecified antibiotics for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.